Manufacturer narrative:
Following recommendations, the device was explanted and will be returned for analysis.

Event description:
During a follow-up performed on 16 december 2016, it was not possible to interrogate the device using inductive telemetry. Rf for remote monitoring system parameter is off. Patient care recommendations have been provided on (B)(6) 2016 (interrogation of the subject ICD should be attempted with a different programmer. If this interrogation is not successful, the physician should evaluate the benefit of the device replacement.).

Manufacturer narrative:
Preliminary analysis of th returned device confirmed that the failure was due more likely to an internal interference leading to inductive telemetry deactivation.

Event description:
During a follow-up performed on (B)(6) 2016, it was not possible to interrogate the device using inductive telemetry. Rf for remote monitoring system parameter is off. Patient care recommendations have been provided on (B)(6) 2016 (interrogation of the subject ICD should be attempted with a different programmer. If this interrogation is not successful, the physician should evaluate the benefit of the device replacement.).

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
During a follow-up performed on (B)(6) 2016, it was not possible to interrogate the device using inductive telemetry. Rf for remote monitoring system parameter is off. Patient care recommendations have been provided on (B)(6) 2016 (interrogation of the subject ICD should be attempted with a different programmer. If this interrogation is not successful, the physician should evaluate the benefit of the device replacement.)

Manufacturer narrative:
(B)(4).

Event description:
During a follow-up performed on (B)(6) 2016, it was not possible to interrogate the device using inductive telemetry. Rf for remote monitoring system parameter is off. Patient care recommendations have been provided on (B)(6) 2016 (interrogation of the subject ICD should be attempted with a different programmer. If this interrogation is not successful, the physician should evaluate the benefit of the device replacement.).